Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed a hematoma at the pocket site and presented to the clinic. The device was explanted. The patients condition was good after the procedure. A new system was implanted a few weeks later.